Manufacturer narrative:
Additional information was added to b5, d4: lot #, h4 and h6 b5: additional information was received which clarified that the leak occurred from the second (middle) y-port (previously reported as a leak from an unspecified location). H4: device manufacture date ¿ the lot was manufactured between february 26-27, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets were leaking from an unspecified location. It was not specified during which process step the leaks occurred or if a patient was connected at time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.